Manufacturer narrative:
Integra has completed their internal investigation on 9dec2016. The investigation activities included: methods: -review of device history records. -review of complaint history. Results: DHR for lot (B)(4) reviewed and no anomalies that could be associated with the complaint were observed. The lot (B)(4) was manufactured in september 2016. A review of the complaint system was performed. This is the first incident about wrong code color for the spin screws (for the past two years) which was reported to newdeal. During the same time period, 27855 spin screws have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4). It is the first recorded for lot (B)(4). Product was not returned for evaluation. Items of the same lot are available in inventory. Visual examination referring to the color chart is performed. The color of screws is compliant with the specifications. Conclusion: the incident is not confirmed.

Event description:
It was reported screws that usually have purple color are blue. The units available in the hq warehouse are blue.

Manufacturer narrative:
Integra has completed their internal investigation on 02/13/2017. The investigation included: methods: review of device history records, review of complaints history. Results: DHR for lot fl6v reviewed and no anomalies that could be associated with the complaint were observed. The lot fl6v was manufactured in september 2016. Prior to release, following frequency determined by probability law applied to incoming inspection, spin screws are tested for visual aspect: general aspect and laser marking. Documentary inspection: measurements report, raw material certificate, instructions for use and labels. Dimensional and functional inspection: checking of the specific spin screw head, total length and screw length, external threaded diameter, external smooth diameter and head diameter. In conclusion, the color of screws is checked by the mean of a color chart during incoming inspection. A review of the complaint system was performed. This is the first incident about wrong code color for the spin screws (for the past two years) which was reported to newdeal. During the same time period, (B)(4) spin screws have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4). Conclusion: corrective actions were taken by the supplier to update their process of anodization. We requested the code z840 purple which is in fact similar to the color of screws 112112, creating the confusion between the two products 112113 and 112112.